Manufacturer narrative:
This is the same event as 3010536692-2015-02022 .

Event description:
Allegedly the patient was revised due to the following mom complications: elevated blood ion levels; large pseudotumor, metallosis, severe pain and mobility (right)